Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported improper shutdown, which was reproduced during troubleshooting the device. The cause was determined to be the battery terminals pads were contaminated. The battery terminals were cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless battery module "simply shut down". There was no patient involvement. No additional information is available.